Event description:
On 06/04/2025, it was reported by a sales representative via (B)(4) that an ar-9236-01pp glenoid trial broke. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.